Manufacturer narrative:
(B)(4). The reported patient effects intimal dissection of the coronary artery is listed in the xience pro, everolimus eluting coronary stent system as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, distal left anterior descending artery. After deployment of the 2.5 x 18 mm xience pro a dissection was observed. A 2.5 x 12 mm xience pro stent was used to treat the dissection successfully. There was no reported clinically significant delay during procedure. No additional information was provided.